Event description:
It was reported that the ventricular assist device (vad) patient's lactate dehydrogenase (ldh) was 693 but hemolyzed and that they " sometimes (had) dark urine dark brown almost black but no blood." It was also reported that the vad sounded like it was "grinding." The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited above normal power which was thought to be attributed to the patient's higher hematocrit.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed through log file analysis which revealed several transient increases in power consumption above the normal operating range within the last 14 days of available data leading up to 31/may/2022; however, no alarms have been logged within the analyzed period. Information received from the site indicated that lactate dehydrogenase (ldh) was 693 but hemolyzed and that they "sometimes (had) dark urine dark brown almost black but no blood." It was also reported that the vad sounded like it was "grinding." It was further reported that the patient's ldh was likely elevated due to an infection in the patient's lung. The patient had ¿scant growth streptococcus intermedius¿ from a culture taken from the right pleural space. The patient was admitted to the intensive care unit (ICU) and subsequently expired from complications after infection, pump thrombosis and a stroke. It was further reported that the vad exhibited above normal power which was thought to be attributed to the patient's higher hematocrit. The reported "grinding¿ sound could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Based on the risk documentation, the reported pump ¿grinding¿ sound event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus, neurological dysfunction, infection, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. D4 serial number was corrected from (B)(6). Additional information was received regarding patient date of birth, outcome attributed to adverse event, date of death, description of the event problem, and device implanted date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's ldh was likely elevated due to an infection in the patient's lung. The patient had ¿scant growth streptococcus intermedius¿ from a culture taken from the right pleural space. The patient was admitted to the intensive care unit (ICU) and subsequently expired from complications after infection, pump thrombosis and a stroke.

Manufacturer narrative:
A supplemental report is being submitted for additional information. This report is based solely upon the receipt of a medwatch form 3500a. Medwatch report number: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with shortness of breath, reports of an abnormal vad hum, and infectious complications post-pectus sheath repair. It was noted that an abnormal vad hum was not found on exam. The patient was taking warfarin as prescribed. At the time of admission, vad flows and powers were within normal limits. A computerized tomography (CT) scan was performed without evidence of thrombus. The patient¿s echocardiogram was unchanged from (B)(6) 2022 with no increase in left ventricle (lv) size. The patient was started on heparin. An increase in vad flows was noted followed by an increase of flows and powers. The patient was not a vad exchange candidate due to infectious complications. The patient and family elected comfort care.